Manufacturer narrative:
Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during a follow up after the spaceoar placement procedure, the physician noted that the patient has a rectal wall infiltration of the hydrogel. The magnetic resonance imaging (MRI) showed that the hydrogel is in the anterior rectal wall, it does not extend into the lumen. The patient is asymptomatic. The radiologist will wait a few months and performed an endoscopic ultrasound to rule out ulceration and then change the radiation treatment from stereotactic body radiation therapy (sbrt) to hypofractionation.